Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed, during testing and inspection, the device was found to have lost programming due to its cannot hold all programming after 2 days without power from the battery. Problem source was traced to design. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump lost programming. There were no reported adverse events.